Event description:
Procedure: urogynecological. According to the reporter: it was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced sling erosion requiring excision surgery with secondary closure and a cystourethroscopy, pain during sexual intercourse, vaginal infections, chronic and very painful bladder infections, urinary tract infections, recurring feelings of pressure and fullness in her abdomen, low back pain, abdominal pain and vaginal discharge, mental anguish over inability to engage in normal sexual relations and embarrassment from frequent urinary accidents, adhesions, chronic constipation, recurrent vaginal pain, urinary incontinence, urinary retention, and problems with wound healing on the right side of her vaginal wall, inability to urinate.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).